Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance from their neighbors due to low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 585 mg/dl at the time of the call. The customer was given food and glucagon to treat. The customer used the pump to treat the current high. The customer was wearing the insulin pump during the incident. The customer believes they are getting too much insulin. Troubleshooting was completed. The customer reported the pump buttons were too hard to press. The customer had a low of 29 mg/dl on (B)(6) 2017 and 44 mg/dl on (B)(6) 2017. The reservoir will not be returned for analysis.